Manufacturer narrative:
The customer properly reconnected lines.the customer performed monthly maintenance.

Event description:
The customer contacted ocd to report that the tubing has been switched between wash a and wash b bottles. Testing was performed while the wash tubing was connected improperly. (B)(4).